Manufacturer narrative:
MFR rec'd info from a user who alleges her chair went off a sidewalk and had fallen out of her chair. The user alleges she had broken her foot. MFR spoke with the dealer. Dealer advised the consumer reportedly went to the doctor and alleged a broken foot at the time of the incident. The dealer has since discovered there was nothing broken in the user's foot as alleged. This complaint appears to be the result of a malfunctioning stability lock. If the stability lock feature does not engage properly, the chair may tip. Invacare has initiated a voluntary field action (B) (4).

Event description:
The customer alleges she went off a sidewalk and fell out of her chair resulting in a broken foot.